Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. The issue occurred intraoperatively during the select patient/acquire scans task. It was reported that the surgeon had used the imaging device cranial package twice the past two weekends and had good imaging the first time, but not a good picture the second time. The surgery was completed with imaging and there was no impact on patient outcome.